Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set broke in two near the quick separator on the first day after implant. Patient's blood glucose was normal. No further information available.